Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, failed battery test alarms or a17 alarm, a21 alarm, reset time/date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had off no power. Customer tried new battery for insulin pump still there was no power. Customer did not received low battery alert before off no power. Customer was able to clear the alarm. Customer reported that they had battery out limit. Customer did not received failed battery test. Customer did rewind the insulin pump. The insulin pump had unexpected battery alarm. Customer were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.